Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori-assisted total knee arthroplasty, a collection error occurred. The tibia knee center was collected proximal to the femur knee center. Collection was attempted three times, the last one with a reset of the patient data to ensure it was from the start. All arrays were tight, and land marks seemed to be collected as normal. It was not possible to move forward from this point. Surgery was resumed, after a non-significant delay, by manual procedure. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Section h3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment, was not returned for evaluation. The reported problem could not be confirmed with a visual or functional evaluation since the device was not returned. A review of the log files and screenshots confirm the event. The system encountered a collection error due to the tibial knee center point being proximal to the femoral knee center point. A relationship between the reported event and the device was established. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with taking the knee center of the tibia with the knee hyperflexed, or too far anteriorly. Another possible contributing factor could be that the knee was significantly deformed such that the knee center on the femur was very low and/or the center of the tibia was very high, resulting in a tibia knee center proximal to the femur knee center. Refer to the real intellignece cori for knee arthroplasty user manual for guidance to recover to a manual case in the event of a system failure. Refer to the real intellignece cori for knee arthroplasty user manual when incurring warning messages. When this error occurs for a tka case, press the 'ok' button, and re-collect the points. The knee center is the geometric center of the tibia, located in the middle of the footprint of the acl bundle. Place the point probe on the knee center point of the tibia. Press the right foot pedal to collect the point. Place the point probe at the center of the femoral articulating surface for the femur knee center point. Press the right foot pedal to collect the point. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.